Manufacturer narrative:
The physician experienced difficulty removing the products at the time of explant due to the incorporation of surrounding tissue into the graft. It was during the explant procedure that portions of the outer graft layer delaminated from the base structure. Tissue incorporation into the outer graft wall is a sign that the graft is healing well. It is expected that by 5 months this graft would have at least partial tissue incorporation. The strength of the tissue incorporation into the graft can be quite strong and was the most likely reason for delamination when the physician was trying to separate graft from the tissue bed for removal. All records, data and observation indicate that the product was manufactured according to specs.

Event description:
Flixene graft became infected and upon removal was found to have had extensive delamination. Extensive incisions were needed to remove retained fragments of delaminated graft.